Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) result was generated on an access 2 immunoassay system for one patient. The elevated accutni result was discrepant to three other "negative" accutni results generated on the same instrument for the same patient. The erroneous accutni result was reported out of the laboratory; however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. A rerun of this sample on the same instrument produced a 'negative' accutni result. A corrected report was submitted. Beckman coulter inc assessment of customer supplied instrument/assay performance data indicated that troponin quality control (qc) results recovered within established ranges during the timeframe of the event. System checks performed prior to the event met instrument specifications. There were no event log messages generated in association with event. The samples were collected in lithium heparin tubes with gel separators and were centrifuged prior to testing. There were no sample integrity concerns regarding the patient samples.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) found no instrument performance issues. The instrument passed all system verification testing to published performance specifications. A definitive root cause for this event has not been determined to date.